Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. The patient had a history of known chronic distal laa thrombus and persistent atrial fibrillation. A 3.8 prothrombin time was drawn on procedure day. A sentinel cerebral protection system was placed prior to the beginning of the watchman implant due to increased risk. The patient maintained an adequate partial thromboplastin time (377, 366) and activated clotting time was over 300 seconds. After several partial recaptures, the watchman flx left atrial appendage closure device was deployed with a diameter of 27mm, a compression of 18-26 percent and complete seal. Once the core wire was released from the device, echogenic density considered a mobile thrombus was noted on the tip of the device. After several attempts to mechanically aspirate the thrombus, the thrombus was successfully removed through the watchman sheath. The watchman sheath was flushed after the procedure and the thrombus was flushed out. Neuro evaluation was within normal limits after extubation. Anticoagulation (warfarin and dual antiplatelet therapy) was immediately resumed. The patient is expected to fully recover. Discharge was planned for the day following the procedure.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. The patient had a history of known chronic distal laa thrombus and persistent atrial fibrillation. A 3.8 prothrombin time was drawn on procedure day. A sentinel cerebral protection system was placed prior to the beginning of the watchman implant due to increased risk. The patient maintained an adequate partial thromboplastin time (377, 366) and activated clotting time was over 300 seconds. After several partial recaptures, the watchman flx left atrial appendage closure device was deployed with a diameter of 27mm, a compression of 18-26 percent and complete seal. Once the core wire was released from the device, echogenic density considered a mobile thrombus was noted on the tip of the device. After several attempts to mechanically aspirate the thrombus, the thrombus was successfully removed through the watchman sheath. The watchman sheath was flushed after the procedure and the thrombus was flushed out. Neuro evaluation was within normal limits after extubation. Anticoagulation (warfarin and dual antiplatelet therapy) was immediately resumed. The patient is expected to fully recover. Discharge was planned for the day following the procedure. It was further reported that the physician suspected the patient had a history of underlying hyper coagulopathy. A versacross connect transeptal system was used during the procedure. Heparin was administered before the transseptal puncture (tsp) and another dose was given after the tsp.